Event description:
Per the clinic, the patient experienced tingling sensation and pain extending from the head to the tongue/mouth with device use followed by electric shocks, tinnitus and headache. Reprogramming attempts were made; however, the issue could not be resolved. It was reported that, the patient had skiing accident on (B)(6) 2025 with concussion. On (B)(6) 2025, the patient suddenly experienced extreme dizziness and was treated with steroid (type, date and duration not reported). Since then, patient reports balance issues. The patient also had post-operative whooping cough on (B)(6) 2024 where the ear canal was sutured during the initial implantation surgery along with wound healing disorder and was prescribed with prolonged course of antibiotics (type, date and duration not reported). The patient also developed an infection at the implant site and was treated with antibiotics (type, date and duration not reported). Mild tip foldover were noted in the context of a very wide cochlea. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains in place.